Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, heparin (porcine) 5000 units 1 ml (1 ml) solution was loaded in aux drawer a 3a pocket a3, but it did not drop into the queue to be refilled from the med carousel, even though it had been below the minimum level for weeks. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the heparin was not dropping in to refill. A technical support specialist opened the database tool, queried the item or station information, and deleted the row for the bogus pocket to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, heparin (porcine) 5000 units 1 ml (1 ml) solution was loaded in aux drawer a 3a pocket a3, but it did not drop into the queue to be refilled from the med carousel, even though it had been below the minimum level for weeks. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.